Event description:
It was reported the patient experienced a loss of therapeutic effect. They had not felt stimulation for a month, even at 8.5 v. Impedances were greater than 4,000 ohms on all pairs. After the impedance check, a power on reset (por) condition was shown on the physician programmer and stimulation shut off. After the por, impedances were run again and were still greater than 4,000 ohms. The programming was intact, but the amplitude was reduced to 0.0 v. There were no falls, emi, or trauma associated with the issue. The stimulator longevity was 101.7 months. Stimulation was not felt during or after reprogramming. Three days later, the patient had greater than fifty percent symptom reduction. X-rays had been ordered and surgery was likely. The issues were ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v508214, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).